Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# unknown, implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that there were high impedances in the electrodes with a related decrease in therapeutic effect. It was also found that the delivered amplitude was lower than selected. Interrogation of the device showed c & 0 = 8476 ohms, c & 1 = 6729, c & 2 = 8476, c & 3 = 15871, 0 & 1 = 5931, 0 & 2 = 9971, 0 & 3 = 18039, 1 & 2 = 6332, 1 & 3 = 14425, 2 & 3 = 9776. The impedance issues were not seen at the last appointment prior to date notified. It is unknown what environmental factors led to the issue. The cause of the issue is unknown and remains unresolved at the time of the report. Additional information received on apr-10 reported that an operation was performed to replace the extension and the implantable neurostimulator (ins) on (B)(6). At this time the ins and extension were disconnected and impedances were measured using an external neurostimulator which found 0 & 1 = 7431 ohms, 0 & 2 = 8645, 0 & 3 = 16588. Afterwards when the lead and extension were attempted to be disconnected, the connecting area of the lead was found to be damaged on the covering with the wire loose and broken. Only the lead was left in the patient's body and the extension and ins were removed with the operation discontinued. The hcp is to speak with the patient about whether or not to remove the remaining lead and implant the whole system again at a later date. No further complications are anticipated.